Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The needle valve assembly was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a flow of n2o with no o2 flow resulting in a hypoxic mix. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no hypoxic mix resulting from the reported issue. This was not a reportable malfunction.